Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that she performed a control test on their contour next link 2.4 meter and obtained a reading of 188 mg/dl at 8:42 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter link 2.4 meter and contour next test strips for evaluation. The control solution was not returned. Therefore, in-house contour next control solution from lot # 8bv2g21 was used to perform in-house testing. During in-house testing, returned meter was tested with the returned test strips and in-house control solution, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked in the meter's memory. The event was perceived to be an isolated event as it could not be reproduced during the in-house testing.